Event description:
Healthcare professional reported right side periprosthetic effusion. Device has been explanted.

Manufacturer narrative:
Continued: e1: zip code: (B)(6). Phone number: (B)(6). Fax number: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe as it is not related to the device. As per the investigation procedures, observed an opening, non penetrating nicks, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side periprosthetic effusion. Device has been explanted.